Event description:
It was reported by the patient that a realize band wa implanted in (B)(6) 2008. Patient reported that she was experiencing acid reflux and nausea in (B)(6) 2012. Patient reported a band slip was found via CT scan in (B)(6) 2012. The patient indicated that the band had been previously reattached as the sutures broke at an earlier date. The patient presented to the physician office on (B)(6) 2013 for the reflux and nausea. The surgeon attempted to remove fluid was able to remove 1cc. The physician's office is checking their records to get the amount of fluid that was inserted some time ago. The patient could not recall when the last fill was done. After the fluid was removed, the reflux/nausea resolved. No other intervention has been performed for the slipped band. There are no plans at this time to remove the band.

Manufacturer narrative:
(B)(4). Device remains implanted.